Manufacturer narrative:
This report is submitted on september 26, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection and lack of clinical benefit with device use resulting in the decision to explant the device on (B)(6) 2018 under general anesthetic. The patient was not reimplanted with a new device as of the date of this report.